Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor alarmed lost sensor. The patient's blood glucose was in the 200 mg/dl range at the time of incident. The customer felt discomfort at his site and when he removed the sensor the electrode was missing. The sensor was thrown away and not returned for analysis.